Event description:
It was reported that patient underwent a procedure that utilized a cortical bone screw on (B)(6) 2014. During the surgery, the screw fractured inside the patient's bone due to unknown reasons. The surgeon made attempts to remove the fractured screw, but was unsuccessful and a delay of a few hours resulted. Subsequently, patient underwent a second surgery on (B)(6) 2014 to remove the fractured screw and the revision was completed successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."